Event description:
It was reported that during implant of the pacemaker system, the helix of this lead was difficult to extend. It was noted that the stylet also felt tight in the lead lumen. Once the stylet was retracted it was possible to extend the helix and properly attach the lead to the tissue. The resulting lead measurements were stable and within normal ranges and the procedure was completed. Following the procedure, the physician realized that the right atrium had been perforated. The patient underwent drainage of effusion, and the lead was explanted. A new lead was successfully implanted. The lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead showed the tip/helix appeared normal and the helix mechanism functioned without issue. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test was also performed and indicated no blockage in the lead lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of the pacemaker system, the helix of this lead was difficult to extend. It was noted that the stylet also felt tight in the lead lumen. Once the stylet was retracted it was possible to extend the helix and properly attach the lead to the tissue. The resulting lead measurements were stable and within normal ranges and the procedure was completed. Following the procedure, the physician realized that the right atrium had been perforated. The patient underwent drainage of effusion, and the lead was explanted. A new lead was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported.